Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID #: 2134265-2015-01425. It was further reported that on (B)(6) 2015, coronary angiography revealed that the thrombus was noted only in the proximal left anterior descending (lad) artery study stent and the diagonal study stent was patent. In (B)(6) 2015, the patient presented with the complaints of congestive heart failure (chf) and was subsequently hospitalized. Medications were given to treat the event. Three days later, the patient was discharged on aspirin and clopidogrel.

Event description:
Same case as MDR ID 2134265-2015-01425. (B)(4) clinical study. It was reported that nausea, chest pain, myocardial infarction (mi) and stent thrombosis occurred. In (B)(6) 2012, the patient presented to the hospital with unstable angina after 18 hours of initial severe chest pain with 2 hours of interval with electrocardiogram (EKG) changes and troponin elevation and patient was then diagnosed with non st elevation myocardial infarction (nstemi). Subsequently, coronary angiography and index procedure were performed. The target lesion was a bifurcated de novo lesion, culprit lesion for myocardial infarction (mi) was located in the proximal left anterior descending (lad) artery with 99% stenosis and was 10 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm promus element¿ plus stent, resulting in 0% residual stenosis. However, post deployment of the 3.00 x 20 mm promus element¿ plus stent, jailing of the first diagonal was noted which was then treated with balloon angioplasty. The target lesion #2 was a bifurcated ostial de novo lesion, culprit lesion for mi was located in the first diagonal with 99% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm promus element¿ plus stent, resulting to 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with complaint of chest pain which started around 18 hours prior to admission with resolved course since that time, but nausea remained. The patient was off plavix due to a wrist injury requiring some stitches some time ago with excessive bleeding and laceration. The patient¿s troponin levels were elevated and the subject was diagnosed with nstemi with peak troponin= 63.53 ng/ml, uln=0.1 ng/ml. Subsequently, coronary angiography was performed and revealed thrombosis at the 3.00 x 20mm promus element¿ plus study stent filling almost the entire stent in proximal lad with timi-2 flow into the diagonal and timi-1 flow down the lad. Thrombus/occlusion in the study stent deployed in lad and also in diagonal was initially treated by performing thrombectomy. Subsequently, there was some filling defect noted at the proximal edge of the 3.00 x 20mm promus element¿ plus study stent. This was treated with pre-dilatation and placement of a 3.25 x 12 mm non-bsc stent overlapping the proximal edge of the study stent resulting in 0% residual stenosis. Additionally, balloon angioplasty was performed through the side of the lad study stent into the 1st diagonal to prevent stent obstruction of the diagonal. Three days, post procedure, patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).